Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument broken part was still attached. No fragment fell in the patient. Instrument was inspected. The front section of monopolar curved scissors was broken. No image or recording is available. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint the front part of the robot arm was broken before attaching the scissor tip. The instrument was found to have a detached fragment. The detached fragment was from the broken instrument tube adapter but not returned. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 1.34mm x 1.59 mm in size. The in-house monopolar curved scissors (mcs) tip accessory was successfully installed despite the damage. Manual tip articulation was performed and passed. The grip opened and closed properly when the grip knob was manually rotated. The instrument was placed on the in-house system for testing and passed energy delivery. The instrument moved intuitively with a full range of motion in all directions. The housing was removed, and there was no damage found. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the front section of monopolar curved scissors was found to be broken before attaching tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.